Manufacturer narrative:
The available information suggests this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited shock impedance measurements greater than 125 ohms. Review of stored episodes revealed shock impedance measurements were within an acceptable range with shocks delivered. During an atrial lead revision, this defibrillation lead was disconnected from the device header. The terminal pins were then reseated in the device and acceptable measurements were observed. No adverse patient effects were reported.